Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged having headaches and dizziness. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 04/26/2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headaches and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of no visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were 2 error codes found. The manufacturer's service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit passed final test. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was updated in this report.